Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The illuminator ports and optics were cleaned of debris. The system was then tested and met all product specifications. The system was manufactured on july 17, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to debris on the illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low illumination of both ports on the table top illuminator. There was no patient involvement.